Manufacturer narrative:
Concomitant: 5076-52 lead, implanted (B)(6) 2003.

Event description:
It was reported that the patient experienced extra-cardiac stimulation near their implantable pulse generator (ipg) pocket. The right ventricular (rv) lead was capped and the ipg was explanted and replaced. No patient complications have been reported as a result of this event.